Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent an av node ablation and was then cardioverted. After the external shock was delivered, a 20-25 second pause in pacing was observed. Threshold testing was performed which revealed a slight increase in threshold measurements and pacing spikes were observed on a 12 lead electrocardiogram. Technical services discussed the pause was likely due to loss of capture due to increased energy needs after the external cardioversion. Pacing threshold measurements and pacing impedance measurements returned to pre-procedure numbers. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.